Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported, "the sales rep reported on behalf of the customer that the ceramic was broken. She added that during the revision surgery it was established that there was so much damage to the stem, that not only the head, but the insert and the stem had to be replaced as well. According to the surgeon there was no trauma."